Event description:
Spontaneous: pt reported :"hi. I had some problems with my needle sets, they didn't seem to go in easy and caused me to have to poke a few extra times. I looked into this a little and heard that some of the rms units were being recalled for this. Can you confirm that and send me new needles?" No additional information provided. Indication: common variable immunodeficiency, unspecified. No missed dose; no adverse event reported; unknown if available for return; unknown lot number. No further information known. Used to infuse hizentra 20% at above dose and frequency. Reported to (B)(6) by: patient/caregiver.